Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There are no units in stock. We manufactured and distributed in the market (B)(4) units of this code batch. We have received a closed sample. Closed pack is not tight. There is a cut in the pack. Batch manufacturing records have been reviewed, and there are no incidences in the production process of this code-batch. The packaging machine does tightness test to all units, rejection rate for the involved code-batch is the usual one for untight packs. We have not detected this type of defect, with that type of mark and breakage in the package. We have not detected elements susceptible to generating defects such as the one in the sample. We believe that the breakage of the package must have occurred at some point after the packaging process. Final conclusion: taking into account that the results of the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that there was damage on package, before use. No additional information has been provided.